Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to sui, rectocele and perineal laxity due to cystoscopy, posterior colporrhaphy and extrinsic perineoplasty

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. The patient reported experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.